Event description:
It was reported to boston scientific corporation that during a stretch vl ureteral stent removal procedure, the tip of bladder end was knotted, so the stent was not able to be removed. During an additional procedure on the same day, the stent straightened out on its own when being viewed through a urethroscope. The bladder end of the stent was grasped with forceps and the stent was removed from the patient's body. Reportedly, the patient was over 18 years old. There were no complications to the patient, whose patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4) for knotted. (B)(6).